Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. This product, is distributed outside the united states, but is similar to us distributed stent delivery systems.

Event description:
Contrast leakage from a hub crack was experienced during use, and the stent could not be deployed. The device was exchanged for another similar device to complete the procedure. There was no report of patient injury. The hub crack was noted after insertion of the device into the patient. No anomalies were noted when the device was taken out of the package, and the device was not resterilized. The device was pulled from the packaging by the hub, and no anomalies were noted at this time. The device was prepped with a non-cordis indeflator following IFU instructions with no flushing or connection difficulty encountered. The intended target lesion was the left circumflex (moderately calcified, slightly tortuous, 80% stenosed) with no resistance advancing the product to the lesion. The device was not torqued or "steered" by the hub, and the indeflator was not connected to the hub during advancement. No anomalies were noted after the device was delivered to the lesion. No anomalies were noted while pulling negative pressure, but leakage was noted while inflating the device with positive pressure. The device was not able to be inflated at all due to anomaly. The device was removed from the patient without complications, by pulling the device inside of the guiding catheter. No additional intervention was required to prevent patient injury. No patient information was made available.